Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose was in the range of 500s mg/dl and was addressed with a manual injection. Reportedly, the customer reverted to manual injections for insulin therapy.